Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: "analysis of the attune tibial tray backside," the study utilized retrieval analysis to inspect the amount of cement adhered to the tibial trays of 12 (ti) pfc sigma implants, 8 (cocr) pfc sigma implants, 8 (cocr) pfc sigma rp implants and 11 attune implants after they were revised for various reasons. Competitor cement is the only cement mentioned in this study. The study provided a table of all 39 patients, identified by gender and age, with reason for revision indicated. Case number 11 was a (B)(6) year old female that was revised 237 months after primary tka for osteolysis. Ti pfc sigma was explanted.